Event description:
Initial reporter indicated that while their handheld computer was being used to interrogate a new generator in the package "interrogation was successful, but froze and won't take it to the interrogation screen." A soft reset and hard reset was performed on the handheld computer and did not resolve the issue. A flashcard reinsertion was performed and the issue resolved. The frozen screen event has not occurred again and the treating physician would like to keep the handheld computer. The product will not be returned for product analysis. A device malfunction is suspected against the programming software.